Event description:
It was reported that, while using, part of the black plastic tip broke. There was no delay in the case and a replacement was available.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper was damaged with material chipped off and many nicks and gouges over the entire surface. The device was manufactured in 2010 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.